Event description:
It was reported that the device was used during a gastric bypass. The device partially fired with a vascular load, the surgeon heard a loud crunch during the firing. The stapleline was also oversewn it ensure no leakage. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Damaged pinion axle support. H3: evaluation summary: the analysis results found that the device was received with the firing mechanism damaged and with a reload loaded in the device. The reload was received partially fired and with the lockout tab spring normal. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the left shroud pinion axel support was found broken. While no conclusion could be reached as to what caused the firing mechanism to fail, it is possible that the device was attempted to be fired on thicker tissue than indicated or attempted to fire through a locked reload in previous firings. A batch record review was performed and no anomalies were found during the manufacturing process.